Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample revealed that one open box pertaining to product code vcp359h was received. Upon the visual inspection of the received box, it was found that contained thirty-four pouches instead of thirty-six packets. As per product requirements, the box should contain thirty-six packaging. In addition, it was noted that the box is crushed, and the tab dispenser was removed. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event, as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that on (B)(6) 2024, it was identified by the distributor that there were two packages of products less than expected in the box during normal checking. There should be thirty-six packages of products in the box, but actually there were only thirty-four packages of products. No further information was provided.